Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at the third party service center, three ventilator service required errors were found in the device's error log relating to a charger clip failure, internal li-ion not present, and an internal battery fault. The service technician replaced the trilogy dc power connector cable, trilogy stirring fan retainer kit, and the trilogy detachable battery con assembly to resolve the issues. The device passed all final testing. No further investigation is required.